Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4).. The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion". Customer statement: "reason of complaint: device was set up to infuse blood. Rate and volume was programmed into device and pump calculated 3 hour infusion (no rate details given) . After the three house, only half the bag was infused and another blood infusion was required. (This also happened on the pump on (B)(6) 2022, but we were not notified)".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: 25909. 2.4 software version: g030002. 2.5 hours of operation: 1279 hours. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files at 2022-11-23 (specified date of the incident given from the customer) were investigated. At 2022-11-23 13:41 pm a space line was inserted. In the same minute the vtbi was set to 268 ml and the time to 03:00 hours. At 13:43 pm the infusion was started. Up to that time the pump has delivered 100,45 ml (act. Volume infused on 2022-11-22). At 16:43 pm the selected vtbi was reached, and the pump started the kvo mode correctly. At 16:51 pm the infusion was turned off. Up to that time the device has delivered 368,88 ml act. Volume infused. The set values from the customer match the actual volume infused entries. No anomalies could be detected in the history files. The customer described a similar incident at 2022-11-08. The history files were investigated. There are several upstream and air bubble alarms (reason for that could not be clarified). Furthermore, no anomalies could be detected inside the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear, but no visible damage is to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +1,78%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation faults could be detected. To investigate the inside, the device was disassembled completely. Between the lower housing parts and the emv shield liquid residues could be detected (no liquid residues on the mainboard). Furthermore, no anomalies could be detected. No damage or soiling could be found. 4. Assessment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.